Manufacturer narrative:
Analysis found normal battery depletion.

Event description:
It was reported that a fatigued patient presented in clinic for a follow up and the pulse generator exhibited backup vvi operation. The pulse generator was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.